Manufacturer narrative:
Philips received a complaint on the heartstart mrx m3535a indicating that the device would not power on and the inserted battery was not charging. No patient or user harm was reported, and the device was not in use at the time of the alleged failure. The technician completed troubleshooting as directed by the remote support engineer (rse). Use of a different ac power cord fixed the issue. The rse completed a parts order for the customer to replace the faulty power cord. The device was tested and returned to use. The power cord will be scrapped locally and is therefore not available for technical failure investigation. The device was operational after repairs were completed. The device remains at the customer's site. No further action is required at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx does not turn on and does not charge. There was no reported patient involvement.